Event description:
Customer reported to beckman coulter, inc. (Bec) that 10 ml of fluid leaked under the baths of the coulter lh 780 hematology analyzer. Customer reported that the leak was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the boot on the lyse line was loose on feed through fitting ff82 and leaking. The fse replaced the tubing. The fse also found the customer had taken the plugged line off the waste chamber vc11 while troubleshooting the source of the leak. The fse knotted a piece of tubing to close off the fitting.

Manufacturer narrative:
(B)(4).